Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found a hole in the rinse tubing. He replaced the tubing and performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The initial result was 25.95 mg/dl, and the repeated result was 0.97 mg/dl. The repeated result was obtained on another module and was believed to be correct. The sample was repeated because the physician questioned the initial result.